Manufacturer narrative:
Concomitant medical products: unknown natural knee tibial tray. Unknown articular surface; therapy date: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
A patient who underwent a total knee arthroplasty approximately 16 years ago has been indicated for revision due to unknown reasons. No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.